Manufacturer narrative:
Follow-up #1: date of submission (B)(6) -2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4)-2018 with the following findings: a review of the black box showed power on reset events had occurred. Moisture damage was found inside the battery compartment with a leak. The battery compartment was cracked on the side of the pump, with no damage to the battery cap. The battery cap was able to attach securely to the pump. The pump was opened and moisture damage was found on the printed circuit board. The alleged power issue was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture behind the display and there was no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.